Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Expiration date - unknown. Product was not returned to zimmer biomet facility. Zimmer biomet employees evaluated device at the (B)(6) facility. Manufacture date ¿ unknown examination of device found no evidence of product non-conformance. Failure was most likely due to patient condition or malpositioned component. There are warnings in the package insert that state these types of events can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04555 & 04560).

Event description:
It was reported from south hampton laboratory that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to adverse reaction to metal debris (armd). The revision operative report notes a fracture of the greater trochanter, a cyst, fluid within the joint, fibrous tissue and staining on the femoral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of device found no evidence of product non-conformance. The returned device showed evidence of wear. Root cause of the event could not be determined.